Manufacturer narrative:
(B)(4) date sent: 02/13/2023 additional information was requested, and the following was received: did the patient receive any preoperative chemotherapy or radiation? - no what is the surgeon¿s experience with the device? His partner fired the device, who is a fellowship trained surgeon he is very experienced with firing the circular staplers where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? - dialed down indicator to middle to lower lines on tissue scale did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? - hcp waited 15 seconds did not re tighten the device were there any issues with device use/firing? - no issues what confirmation was received that the device completed the firing sequence? ¿ yes green check mark was the green checkmark visible at the end of the firing? - yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? ¿ two and a half was there any difficulty removing the device?- no was a complete transection of the white breakaway washer visually confirmed? ¿ he wasn¿t sure were the donuts inspected? If so, please describe. ¿ perfect thick donuts were there any issues noted with staple formation? If so, please describe the shape and location was the staple line visualized endoscopically during the initial surgical procedure? ¿ there was a small hole distal to the staple line (see image) what was observed at the site of the leak? ¿ hole he could stick his gloved finger through photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch # unk. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any preoperative chemotherapy or radiation? What is the surgeon¿s experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hartmann's reversal the surgeon went to reverse the colostomy, fired the device, and removed it. A leak test failed, and it was discovered there was a hole in the staple line. The patient was opened back up and sutured and the surgeon did a diverting loop colostomy.